Manufacturer narrative:
Additional information provided: d.10. The customer¿s report that the secondary line separated was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing, or damage to the components. Visual inspection of the set noted separation at engagement between the drip chamber and tubing components. No other issue was observed. Examination under magnification of the separated tubing end observed insufficient to no solvent traces. By aligning the tubing end beside the drip chamber outlet, there was evidence that the tubing had not been fully inserted into the drip chamber outlet spigot. Dimensional analysis performed found the tubing to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from the (bmt) clinic, that the secondary line separated just before spiking the mini-bag. There was no medication loss nor patient involvement.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the secondary line separated just before spiking minibag. There was no medication loss nor patient involvement.